Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), genital haemorrhage ("excessive bleeding") and intra-abdominal haemorrhage ("non-menstrual abdominal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), intra-abdominal haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, intra-abdominal haemorrhage, vaginal discharge and headache had not resolved. The reporter considered device breakage, genital haemorrhage, headache, intra-abdominal haemorrhage and vaginal discharge to be related to essure. The reporter commented: plaintiff was investigating options to removal essure. Diagnostic results: on (B)(6) 2016, a hysterosalpingogram (hsg) was performed but no result was provided. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.